Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in her right eye (od) on (B)(6) 2008. The patient reported had lost vision due to the development of a small cataract. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - the facility indicated the date of the last visit was (B)(6) 2013 and the cataract was not visually significant (trace anterior subcapsular). The vault of the lens may have been shallow. The patient's post-operative visual acuity was 20/20 and the prognosis was good. There was no va decrease and the patient is happy with her vision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - cataract, induced; vision, loss of. Device evaluated by manufacturer? No. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: medical review. Results: per medical review - the patient reported loss of visual acuity due to a cataract development following icl implantation in 2008. According to the dcr, dated on (B)(6) 2014, the last follow-up was on (B)(6) 2013 and there was no significant impact on visual acuity (20/20) due to trace of anterior subcapsular cataract. The surgeon was uncertain if cataract was caused by a shallow icl vault. Lens remains implanted. No secondary surgically or medically intervention was done or planned. It should be noted that surgeon`s report correlates with literature, that approximately 6-7% of patients develop anterior subcapsular opacities following icl implantation but only 1-2 % progress to clinically significant cataract, especially in high myopes and older patients. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).